Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location prior to patient use. The device was filled with benzylpenicillin 14400mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured march 14, 2022 - march 15, 2022. H10: the device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the unit with water. After fill and prime, to ensure the blue cap was securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was monitored until the next day. The next day, no signs of leak were observed. The device was found to be conforming product. The cause of the untightened blue winged cap could not be determined; however, a potential cause was due to a user error of not securely tightening the blue winged cap. The product labelling (instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.